Manufacturer narrative:
The reported complaint of "the autopulse platform (sn(B)(4)) would not start compressions after power on", was confirmed in the archive data but was not confirmed during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the reported complaint was due to the patient not oriented on the autopulse platform correctly during compression or take-up. Upon visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover needs to be replaced to address the damage. Also, the bottom and front enclosures at the screw wells area were observed with multiple cracks, unrelated to the reported complaint, and appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures need to be replaced to remedy the observed issue. The autopulse platform passed the initial functional test without any fault or error. The archive data review showed the occurrence of multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test) due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. The load cell characterization test indicated both cell modules are functioning within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without any fault or error. Waiting for customer approval for repair.

Event description:
The autopulse platform (sn (B)(4)) was used to treat a patient in cardiac arrest. The patient was placed on the platform, however, the platform would not start compressions after power on. Following this, the crew immediately performed manual CPR. No consequences or impact to patient.